Event description:
A peritoneal dialysis registered nurse (pdrn) reported that on (B)(6) 2022 a patient had a pd effluent culture sample obtained. The patient¿s white blood cell count began trending upwards (date and values not provided) resulting in the necessity for the culture draw. The culture came back positive for achromobacter xylosoxidans. The patient was diagnosed with peritonitis. It was suspected that this organism was hospital acquired from a hospitalization the patient experienced (B)(6). As a result of this peritonitis event, the patient was admitted to the hospital on (B)(6) 2022 to have the pd catheter removed and transition to hemodialysis (hd). The patient was discharged on (B)(6)2022 and is completing in-center hd. The patient is receiving intravenous (IV) fortaz (dose and duration unknown) during the hd treatments. It is anticipated that the patient will return to the surgeon in 2.5 months to return to pd therapy.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with pd catheter removal and transition to hd therapy. However, there is no documentation of a cycler set defect reported for this event. The pdrn stated the cause of the peritonitis was hospital acquired. The culture results of achromobacter xylosoxidans supports that as this organism generally causes nosocomial infections associated with a breach in infection control practices. Based on the available information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Should additional information become available related to a fresenius device(s) and/or product(s), please re-submit for a clinical review and the need for a clinical investigation will be reassessed accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that on (B)(6) 2022 a patient had a pd effluent culture sample obtained. The patient¿s white blood cell count began trending upwards (date and values not provided) resulting in the necessity for the culture draw. The culture came back positive for achromobacter xylosoxidans. The patient was diagnosed with peritonitis. It was suspected that this organism was hospital acquired from a hospitalization the patient experienced 17-19 february. As a result of this peritonitis event, the patient was admitted to the hospital on (B)(6) 2022 to have the pd catheter removed and transition to hemodialysis (hd). The patient was discharged on (B)(6) 2022 and is completing in-center hd. The patient is receiving intravenous (IV) fortaz (dose and duration unknown) during the hd treatments. It is anticipated that the patient will return to the surgeon in 2.5 months to return to pd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.